Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence; the trial started 2022-may-20. It was reported that the patient experienced pain, discomfort/soreness/pinching, nausea/upset stomach. It was noted these issues were ongoing. Additional information was received from the healthcare provider (hcp) via the manufacturer representative (rep) stating that the patient described having seizures at night, it was noted these issues were ongoing. It was also noted the device had been turned off. Additional information was received from the healthcare provider, they were asked if the device/therapy/procedure was causal with respect to the reported seizures, they responded 'unknown'. The date of onset was listed as (B)(6) 2022. The device was removed to resolve the issue.

Manufacturer narrative:
Outcome attributed to adverse event: seizures. If information is provided in the future, a supplemental report will be issued.